Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.